Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported 23 false positive with the binaxnow¿ covid-19 antigen self test occurring between (B)(6) 2021. The test were performed on direct tested nasla kitted swabs. No repeat testing was performed. Pcr confirmation testing was performed in the same date range using a nasopharyngeal swab and only one sample came back positive, all the other samples generated negative results. The customer reported that 20/23 of the patients had at least one symptom, which was often runny/ mucous filled nose. No additional patient information, including treatment and outcome, was provided.